Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. The recommended programming changes have not been made. The patient will continue to be monitored.

Event description:
New information received states new instances of post-paced t-wave oversensing episodes were observed from the latest merlin transmission. New programming changes were recommended. No further information is available.